Event description:
Boston scientific received information that this right ventricular (rv) lead perforated the patient's ventricle resulting in a pericardial effusion. The lead was explanted and replaced. No additional adverse patient effects were reported. This lead is no longer in service.

Manufacturer narrative:
(B)(4). At this time evidence does not suggest this lead is available for return and analysis. As such, our investigation is complete. This report will be updated should further information be received.